Event description:
It was reported that the customer was transported via emergency medical services to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), and a loss of consciousness resulting in customer falling and hitting head. The cause of the low bg was unknown. Customer was given neck brace for head injury. Bg was addressed via intravenous saline and glucose. Reportedly, the customer left the ER a few hours later with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.